Manufacturer narrative:
Synthes is unable to determine mfg site or mfg date without a part number or a lot number. Investigation could not be concluded as no device was returned.

Event description:
Pt implanted with prodisc-l at l5-s1 on (B)(6) 2009 for degenerative disc disease. No trauma was reported. Two yrs postop, pt experienced persistent low back pain, leg pain and neurological compression. Reportedly, there was no issue with the implant. Surgeon believed the implant size may have been too large. Surgeon decided to revise pt. During the revision procedure, surgeon encountered difficulty with removal of the poly inlay because of the high pressure due to the height of the original implant. Using the removal tool, surgeon was able to eventually grab and remove the inlay. Prodisc-l was removed (B)(6) 2011 and replaced with a small synfix-lr implant. This is the 1st of 3 reports submitted on this event.